Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that on random occasions, the stimulator shuts off. When the patient tried to turn the unit on, she received a picture on the programmer of a doctor and the words "call the doctor" with some numbers. It was unknown what the numbers were. The patient was able to get the stimulator working again. This incident happened randomly sometimes once a month and sometimes every 2 weeks. At the time of the report, the patient was receiving effective therapy. There were no precipitating events that led to the event. Interrogation of the implantable neurostimulator (ins) showed the battery was ok. An impedance check was completed and it showed impedances were all within normal limits. If it happened again, the patient would check the error code. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history included radicular pain syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had an intermittent loss of stimulation and pain. The change in therapy or symptoms was considered sudden. The pain returned and the patient fooled around with the programmer and got it to work. The patient had been looking to get her implant replaced for several months due to an elective replacement indicator and wanted to get it changed out before it was at end of service.

Event description:
Additional information was received from the patient reporting that a replacement surgery was planned for (B)(6) 2016. If additional information is received, a follow-up report will be sent.